Event description:
Within 3 min of wearing latex gloves, pt had severe burning that lasted about 30 min after removing the gloves and washing her hands, dr performed a skin test and found the pt to be allergic to latex. Pt stated that she is allergic to bananas and reacted to an EKG. Pt has been on sickleave for a week and is carrying an epinephrine and an inhaler because she is having some respiratory problems.